Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with the transmitter and high blood glucose levels. The customer¿s blood glucose level was 400mg/dl at the time of incident. The customer did not mention anything about the high blood glucose. The customer was assisted with trouble shooting.